Event description:
Customer performed a blood glucose test and received a result of "hi". Customer wasn't feeling well and went to the emergency room at 2pm. The hosp result was in the 200's mg/dl. The customer was admitted and treated at the hosp for a urinary tract infection. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.